Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6) 2009. According to the complainant, during the procedure, contrast medium leaked around the handle. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; side car torn/split.

Manufacturer narrative:
A visual evaluation found that the working length of the device was bent slightly. The distal end of the sheath had been pushed back from the distal end of the coil for a length of 0.2cm. A functional evaluation found that the basket would extend and retract with some resistance. Functionally, water was injected through the device with the handle fully retracted. A leak was noted in the sheath at the side car area. The side car area was viewed under magnification and small tears or cuts were found in the side car. The basket was fully extended and the functional evaluation was performed a second time and a leak was noted in the handle. Water was leaking from the proximal opening of the distal end of the handle body where the basket wire comes through the handle. Based on the results of the investigation, the most probable cause for the tears/cuts found on the device is operational context as this damage most likely occurred during use of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).